Event description:
During procedure, it was noted that an ethicon vicryl suture needle had broken. Area searched and needle tip found on mayo stand. No further interventions required. Needle was 2-0 or 0 vicryl pop, lot#10csj6.